Manufacturer narrative:
The reporter's product was requested for investigation, but the product is no longer available for return. Coaguchek s test strip retention samples passed the internal inspection when they were produced. No further retention statement can be made as the strips are no longer in production. The occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with a coaguchek s meter (serial number unknown). The specific date of the event is not known and happened approximately 20 years prior to 04-dec-2020. A sample from the patient was tested using the meter, resulting with a value of 8.0 inr. The patient's doctor did not believe this value and instructed the patient to go to the emergency room for testing. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 15.0 inr. A second sample was collected from the patient and tested in the laboratory using the unknown method, resulting again as 15.0 inr. Within 4 to 5 hours of the first meter test, a sample from the patient was tested using the meter, resulting with a value of "below 3" inr. The patient received a vitamin k shot based on the laboratory value of 15.0 inr. The patient was observed for several hours and then allowed to go home when his inr went down. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.